Event description:
(Os 17.053). The dentist reported the non osseointegration of one dental implant cm titamax ex implant 3.75x13 mm, but did not provide any other info about the case.

Manufacturer narrative:
(B)(4).